Event description:
It was reported that the system workstation handle was broken. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The handle was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.